Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient using a small flexnav delivery system. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 116 seconds and a maximum act level of 256 seconds. It was noted during procedure that the patient had bleeding at the access site. The decision was made to place an unknown balloon during procedure, as intervention for the bleeding. It was also noted during procedure via electrocardiogram, that the patient developed a complete heart block. The final non-coronary cusp implant depth was 5.6mm. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. It is possible implant depth of 5.6mm contributed to the reported heart block; however, this could not be confirmed. The reported hospitalization and surgical intervention were a result of cases-specific circumstance as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that a balloon angioplasty was performed using a 8x40mm non-abbott device, as an adjunct for vascular closure. There was no transfusion required due to the bleeding. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was not measured. There was no difficulty experienced using the small flexnav delivery system or implanting the 25mm navitor vision valve. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule, was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. There is no allegation of malfunction against the abbott devices or procedure. The cause of the patient's complete heart block is attributed to the implanted 25mm navitor vision valve. The patient was doing well at the time of report.